Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that one of the blades of the laparoscopic scissors/350mm dia 5mm scissors insert (cev605-1) broke in the patient's abdominal cavity. There was no immediate consequence to the patient. It was reported that the delay in intervention to replace the device and recover the missing part from the patient was inferior to 30 minutes. The entire instrument was reportedly removed.

Manufacturer narrative:
The 350mm dia 5mm scissors insert (cev605-1) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation verified the complaint reported by the customer as valid. One of the blades was broken. Root cause analysis: precise observation shows the presence of a crack prior to breakage due to successive uses and cleaning. This weakness undoubtedly led to breakage during use.

Event description:
N/a.